Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. No lot number info is currently available therefore no additional testing could be completed. The pt reported that the cartridge and infusion set tubing contained air. Visual eval by the pt revealed no insulin leaks. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.